Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. The pump also had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call, she inserted a new battery in the device and wasn't able to get the device to respond. She pressed the act button and it didn't respond. Customer's blood glucose was 185 mg/dl. Customer didn't recall any significant event which may have caused the keypad as she has had the device for two weeks. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.